Event description:
A no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced "dizzy, fainting" a loss of consciousness and seizure. Customer was unable to self-treat and was treated with glucose gel and "carbs" by third-party. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not power on with the button. However, the reader log was downloaded and the date and time were set successfully. An extended investigation was performed on the returned reader. The reader was de-cased, no swollen battery was observed. The weld to the reader was slightly raised but no bulge was observed to the back of reader. The battery voltage was measured as 0v which outside of the acceptable range of 3.7v to 4.2v. The returned battery was replaced with a new unused battery and the reader did not power on. The reader (with the new unused battery) was placed into the test fixture and pressure was applied to the mcp (microcontroller processor), the reader powered on. Therefore this complaint is confirmed to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced "dizzy, fainting" a loss of consciousness and seizure. Customer was unable to self-treat and was treated with glucose gel and "carbs" by third-party. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.